Event description:
It was reported that during a remote data review of this subcutaneous implantable cardioverter defibrillator (s-ICD), the physician observed an inappropriately treated episode of t-wave oversensing, potentially due to the patient's right bundle branch block. An in-clinic appointment was scheduled, and the device data was forwarded to boston scientific technical services (ts) for review. Ts provided thorough troubleshooting recommendations for assessing all three sensing vectors in-clinic, as well as identifying the most suitable programming options to prevent further inappropriate therapy. It was noted that during the episode, the patient's rhythm morphology had a low correlation with the stored template, which resulted in the shock delivery. At this time, this s-ICD remains implanted and in-service. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being sent to provide new information in section b5 (event description).

Event description:
It was reported that during a remote data review of this subcutaneous implantable cardioverter defibrillator (s-ICD), the physician observed an inappropriately treated episode of t-wave oversensing, potentially due to the patient's right bundle branch block. An in-clinic appointment was scheduled, and the device data was forwarded to boston scientific technical services (ts) for review. Ts provided thorough troubleshooting recommendations for assessing all three sensing vectors in-clinic, as well as identifying the most suitable programming options to prevent further inappropriate therapy. It was noted that during the episode, the patient's rhythm morphology had a low correlation with the stored template, which resulted in the shock delivery. Recently, the patient was evaluated in-clinic with exercise testing, but the morphology prior to the inappropriate therapy could not be reproduced. The physician elected to reprogram the device to the secondary vector and extend the smartcharge feature and the conditional shock zone to resolve the event. The patient is continuing with remote monitoring. At this time, this s-ICD remains implanted and in-service. No additional adverse patient effects were reported.